Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an upper gastrointestinal endoscope inspection, two fd-410lrs were used. During the inspection, bleeding was found and the doctor used the first fd-410lr for hemostasis, but could not perform hemostasis successfully. The intended procedure was completed with the second fd-410lr. There was no patient injury reported. This is the report regarding the first one of two fd-410lrs.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the delivery date, it was found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The contact condition between the patient and the patient plate was bad. The subject device was not connected to the cord or the cord was not connected to the power supply correctly. The current density decreased due to increasing of contact area between the tissue and the subject device. The instruction manual of the device has already warned as follows; pulling the tissue when applying the current. This could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".